Manufacturer narrative:
H10: of the one reported malfunction, the lot number was provided and a lot history review was performed. The device was returned for evaluation. A visual inspection was performed and peeled outer layer was noted throughout the length of the balloon. Fibers were noted to be disturbed approximately 1.5 cm from the distal tip. No other anomalies were noted to the device. Therefore, the investigation is confirmed for the identified peeled outer layer and frayed fibers, both were noted on the balloon. The definitive root cause could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model cq7584 pta balloon dilatation catheter experienced unraveled material and peeling. This report was received from one source. This event involved one patient with no patient consequences. The patient was female, weighing 152 pounds and was 33 years old.

Manufacturer narrative:
One device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of this event indicated that model cq7584 pta balloon dilatation catheter experienced unraveled material and peeling. This report was received from one source. This event involved one patient with no patient consequences. The patient was female, (B)(6).